Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for evaluation. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending artery with mild tortuosity and mild calcification. After pre-dilating the lesion with an unspecified balloon, a 2.75x18 mm xience pro rx stent delivery system (sds) was advanced toward the target lesion, the system was inflated and the stent was implanted. During post angiography check a distal edge dissection was noted. A new xience pro stent was used to cover the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.